Event description:
It was reported that the device exhibited loss of bipolar ventricular capture when programmed to 7.5 v, 1.5 ms and no sensing was seen at the most sensitive setting. X-ray did not show any unusual position of the lead. The lead was scheduled for repositioning.